Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized for high blood glucose levels. The insulin pump gave a no delivery alarm prior to the hospitalization, but the customer did not change the infusion set. The insulin pump also had the wrong time and date.